Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a broken belt clip. The customer's blood glucose was 406 mg/dl. He treated his high blood glucose with an injection. No additional information provided.